Manufacturer narrative:
No product was returned for evaluation. Radiograph provided confirmed the complaint. It is unknown if the patient followed post-operative physical restrictions or suffered a fall. Patient's bone quality is unknown. Review of the reported information suggests patient's poor bone quality was likely the cause or contributor though no root cause can be determined. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation, pain.." "...warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. Careful preoperative planning and intraoperative sizing to maximize endplate coverage are important in helping avoid implant subsidence. Care should be taken to insure that all components are ideally fixated prior to closure..." "...patient education: the patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. It is important to instruct the patient in appropriate postoperative activity restrictions to minimize the risk of potential vertebral body fracture and implant migration..." Device not returned.

Event description:
On (B)(6) 2021 a patient underwent a corpectomy the first of a two-part procedure at t12. On (B)(6) 2021 the second part posterior fixation at t10/l2 was completed without issue. On (B)(6) 2021 the patient reported pain and radiographs revealed subsidence at t12 and four screws at l1 and l2 backed out. On (B)(6) 2021 a revision surgery was conducted where the four screws at l1/2 were replaced and the construct was extended to t10/l4.